Manufacturer narrative:
The field service engineer performed a mechanism check and no issues were visible. Pinch valves were changed and preventive maintenance was performed on the analyzer. The issue with the abnormal signal alarms occurred again. The engineer then changed tubing and cleaned the sample probe.

Event description:
The initial reporter stated that starting on (B)(6) 2022, they were getting abnormal low signal errors on the cobas 8000 e 801 module. The reporter noted the issue seems to occur when they run a lot of patient samples. The customer stated that treatment was adjusted for two patients after the testing performed on (B)(6) 2022. No specific data or information about these patients were provided. The issue occurred again on (B)(6) 2022 and the instrument automatically repeated patient samples. Questionable results were received for an unspecified number of patient samples tested for multiple assays. Data was provided for three patient samples with questionable results for the elecsys tsh assay, two patient samples with questionable results for roche elecsys folate iii, and one patient sample with questionable results for roche diagnostics cobas elecsys anti-tpo. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. No units of measure were provided. The first patient sample initially resulted in a folate value of 19.1 and repeated as 10.1. The second patient sample initially resulted in a tsh value of 0.323 and repeated as 1.60. The third patient sample initially resulted in a tsh value of 0.332 and repeated as 2.00. The fourth patient sample initially resulted in a tsh value of 0.162 and repeated as 0.864. The fifth patient sample initially resulted in a folate value of > 45.4 with a data flag and repeated as 19.1. The sixth patient sample initially resulted in an anti-tpo value of 21.1 and repeated as 12.2. The folate reagent lot number was 651508, the tsh reagent lot number was 653314, and the anti-tpo reagent lot number was 624315. The reagent expiration dates were requested, but not provided.

Manufacturer narrative:
No further issues occurred after the service actions. The investigation determined the service actions resolved the issue.